Manufacturer narrative:
The reported event of temperature related issues was confirmed during a review of system logs stored on the reported event date. Functional testing of the returned device confirmed normal rf output amplitudes, pulse width intervals, impedance and temperature readings. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Review of the system logs indicate temperature values at or near ambient temperature prior to, and at the conclusion of the rf session, which confirmed the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the cause of the temperature issue reported was unable to be confirmed.

Event description:
During an ablation procedure, the temperature was not rising. Troubleshooting included using new electrodes, switching from 3 lesion to single lesion mode, and changing the grounding pad with no resolution. The procedure was cancelled.

Event description:
During an ablation procedure, the temperature was not rising. Troubleshooting included using new electrodes, switching from 3 lesion to single lesion mode, and changing the grounding pad with no resolution. The procedure was cancelled. There were no known patient consequences.